Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer changed the infusion set. The customer's blood glucose level ranged from not being impacted to 308 mg/dl. The customer changed the infusion set site and delivered a bolus to address the high bg. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.